Event description:
Alleged event: healthcare professional reported right side "rupture" of a non-abbvie device. The device was explanted and discarded. Pt code: 1924. Device code: 1546. Reference report: mw5182475.